Event description:
Boston scientific received information that this right atrial (ra) lead and associated implantable cardioverter defibrillator (ICD) exhibited noise being oversensed on atrial tachy response (atr) episodes along with some atrial undersensing. Boston scientific technical services (ts) noted all atr stored episodes stored inappropriately due to noise and noise inhibit atrial pacing however all other lead diagnostics were normal. Noise was recreated during yawning, talking, breathing and some movement. Ts discussed that the ICD is always v pacing which led to blanking and to small signals on the v electrogram (egm) and the patient remote monitoring system did a best fit on the gain to try to allow seeing signals but it does not list what gain it was using so likely the gain is higher than what was normally expected which means it amplifies the small signals and looked big but they were really not. The device did not imply the signals, likely this has nothing to do with the atrial issues going on. Furthermore, drop of atrial impedance to 200 ohms was exhibited once in a while but could not recreate impedance drop during the testing. A revision procedure was performed and the ra lead was removed from service. This ICD was also removed from service during the procedure as the physician suspected a potential issue with the device header. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.